Event description:
A customer reported that when imaging in 2d with cardiology probes set at 4.0 mhz and above, and switching to aux cw, the displayed peak velocity is approx 20% lower than an actual phantom value of 1.88 m/sec.